Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ten days post-implant, the right ventricular (rv) lead experienced rising threshold to high levels, low pacing impedance, and decreased r-wave amplitudes. An rv lead dislodgement was suspected due to a lack of slack observed via x-ray. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.